Manufacturer narrative:
The nozzle unit (substrate heater) was returned to tosoh instrument service center (isc) for investigation and it was installed on a test instrument. The nozzle heater test was within published range. The isc was unable to duplicate the field error. The part passed during test.

Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to verify the error 2161 and 4153 in the error log. This issue was seen also last week during a method validation by the clinical sales representative. The fse did not attempt to reproduce the error 2161 but found cup presence sensor "sticking" sometimes when pushed up/down. The fse replaced the cup transfer mechanism and reset all the alignments. The fse tested in maintenance and ran 20 of the tt3 cups and no errors occurred. The customer provided the printouts of the troponin patients run in duplicate and triplicate and the results ranged from less than low to over 1.2.. The fse verified and reproduced the bad precision when running patient samples. The fse found the substrate heater / dispenser dripping and inconsistent output. The fse replaced the substrate dispenser and reran patient samples and all results as expected. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint and service history review for serial number (B)(4) from 28dec2019 through aware date of 28jan2021 was performed for similar complaints. There were two similar complaints including this event identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: c. Transfer cup pickup failure: cause: the cup sensor s063 failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. C. Trans-z home overrun: cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representative. Check s6062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was the cup transfer assembly was defective causing mechanical issues as well as substrate dispenser causing bad precision.

Event description:
Customer reported an error 2161 c trans cup pickup which was the same error as the previously replaced analyzer and it is aborting their runs. Customer also reported an imprecision with "flyers" on troponin results most noticeably. The aia-900 analyzer is down which caused a delay in reporting intact cardiac troponin I (ctnl2) and beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was dispatched to address the reported issue.